Event description:
The customer reported that they heard a snap/pop noise from the c-arm and the fluoro stopped. They re-booted the system and fluoroed for another minute before hearing another snap/pop and ceasing fluoro. The c-arm was removed from service.

Manufacturer narrative:
The ge svc rep did not reproduce the problem. He cleaned dried blood from the area of the x-ray tube connections. The hv cable ends appear to be good. He vapor proofed and resealed the high voltage cable connectors. He performed a high voltage arc test. No evidence of arcing. The system operates as intended.